Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the flap created thinner than expected for high degree patients but he did not measure if within 10 microns or not. Everything including device parameters were normal after surgery. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the logfile for the treatment day shows during start up of the vacuum, the energy and the ablation tests were performed without any issue. The logfile shows sixteen successfully performed treatments. The energy was stable during treatment day. The reported treatments could be identified in the logfile. The treatments were finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended settings. A review of z-offset and inclined offset prior and after the day of treatment day shows the value was stable. No changes found. Therefore, no abnormality regarding z-offset setting can be identified. The treatment report shows the desired flap thickness for both eye was 105 microns (¿m) which is thinner than recommended. Treatment reports shows a decentered applanation and the canal is in many cases too short, so an opaque bubble layer occurred in many cases because the gas can not escape. The canal width is 1.3mm, but still within recommended range, the recommended range for canal width is 1.2-1.8 mm. No technical root cause was identified as the product was found to be within specifications. The root cause for the reported event could be thinner flap setting in combination with shorter canal and decentered docking. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A supplemental medical device report (smdr) # 02 is being filed to correct the date on the previously filed initial medical device report. Incorrect date of 07/03/2019 is being corrected to 7/19/2019. The manufacturer internal reference number is: (B)(4).